Manufacturer narrative:
The reported event of header connection anomaly could not be confirmed. The header was severely damaged prior to analysis. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. Due to extent of damage to the header, no testing could be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine generator change, the physician had difficulty removing the lead from the implantable cardioverter defibrillator due a set-screw that had been previous stripped during initial implant. Drilling through the header was required. The device was successfully explanted and replaced. The patient was stable.